Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly during knot advancement, the suture broke due to jerky motion when the rail end was pulled. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 - failure to follow steps / instructions.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the suture trimmer was moved with jerky motion. It should be noted that electronic perclose prostyle instructions for use (IFU) states: ¿avoid quick or jerky type movements with the suture limbs.¿ the IFU violation likely contributed to the reported difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the account reported possible jerky motion causing the break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.